Event description:
It is reported the patient was revised due to disassociation between the liner and the humeral component.

Manufacturer narrative:
This report will be amended when our investigation is complete.